Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned self expanding stent system (ses) found blood in the distal outer sheath and outer member, consistent with being advanced in the anatomy. There was no saline visible. The stent implant was stationary on the stent holder between markers. There was no damage noted to the stent implant as reported. The distal outer sheath was not retracted. The handle was in a locked position. There were multiple kinks through out the entire length of the distal outer sheath. There was bunching sporadically through out the entire length of the shaft. There was a kink in the shaft at the distal end of the strain relief tubing. There was no other damage noted to the ses. A snap gage was used to measure the outer diameters of the sheath that covers the stent implant and these met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. In this case, the difficulty appears to be related to anatomical challenges during the attempt to cross over the bifurcation of the common femoral. Additionally, the resistance noted during the attempt to advance over the bifurcation, likely contributed to difficulty removing from the vessel and the noted bunching observed on the shaft of the returned unit. The absolute 35 instruction for use states: should unusual resistance be felt at any time during stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent delivery system components. In this case, the anatomy appears to have contributed to the difficulty. There was no damage to the stent as reported. The several kinks in the shaft were noted to have occurred during handling/packaging the product for return. There were no associated nonconforming material records associated with this lot, indicating all lot release testing met specification. Additionally, a review of the complaint handling database revealed that there have been no similar incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the absolute stent was advanced by cross over technique toward the target lesion. While trying to pass the bifurcation of the common femoral artery and abdominal aorta, strong resistance was felt with the anatomy and the device could not be advanced further and became stuck. The device was pushed and pulled with force against resistance and after several attempts, the device was able to be retracted from the anatomy. Outside the anatomy, it appeared that the stent implant had broken into three pieces. The stent was not deployed and was still covered by the retractable sheath. A new absolute device (same size) was used with success and there were no adverse patient effects. No additional information was provided.